Event description:
(B)(4). Since having essure put in I am having many health issues. I have endometriosis, pelvic pain, back pain, pain during inter course, 2 week periods, heavy periods, and head aches. I am scheduled for a hysterectomy (B)(6) 2015. This device is terrible and has almost wrecked my life.